Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device on the contralateral side; however, this has not occurred as of the date of this report.